Manufacturer narrative:
(B)(4). Additional information received from the field service engineer. The pump was checked by the hospital biomed and the display cable was found loose. This may have contributed to the display screen going blank. The cable was reattached and this resolved the issue. Evaluation: no parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. A device history record review was conducted for the iabp lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the pump shut down and the screen went blank" is not confirmed. The hospital biomed found the display cable loose and reattached the cable. The cause of the reported complaint cannot be determined.

Event description:
It was reported that the rn from the intensive care unit called in reference to help needed in calibrating the fiberoptix sensor (fos) catheter. According to the rn she has a male patient in cardiogenic shock with a fos catheter in place. They had to change the intra-aortic balloon pump (iabp) to a second pump because the first pump shut down and the screen went black. They have had a similar incident with this pump shutting down during a transport. The rn did power up the pump while the clinical support specialist (css) was on the phone and the screen came up appropriately; the yellow battery light and the green power lights were lite. The css asked if the rn was sure that no one accidentally hit the power switch and turned it off. The rn is sure that no one touched the power switch. The css asked the rn to make sure that the pump was sent to biomed. The iabp (iap-0500, s/n (B)(4)) is on the patient and the css had the rn zero the central lumen pressure waveform and calibrate the fos waveform. The icon changed to white, the fos status was ok and the pressure readings were now appropriate. The patient was stable in a sinus tachycardia, map was 85 and he had levophed infusing. The rn had no other questions. It was noted that the iab used for this patient was a iab-05840-lws, s/n (B)(4).

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the rn from the intensive care unit called in reference to help needed in calibrating the fiberoptix sensor (fos) catheter. According to the rn she has a male patient in cardiogenic shock with a fos catheter in place. They had to change the intra-aortic balloon pump (iabp) to a second pump because the first pump shut down and the screen went black. They have had a similar incident with this pump shutting down during a transport. The rn did power up the pump while the clinical support specialist (css) was on the phone and the screen came up appropriately; the yellow battery light and the green power lights were lite. The css asked if the rn was sure that no one accidentally hit the power switch and turned it off. The rn is sure that no one touched the power switch. The css asked the rn to make sure that pump was sent to biomed. The iabp (iap-0500, s/n (B)(4)) is on the patient and the css had the rn zero the central lumen pressure waveform and calibrate the fos waveform. The icon changed to white, the fos status was ok and the pressure readings were now appropriate. The patient was stable in a sinus tachycardia, map was 85 and he had levophed infusing. The rn had no other questions. It was noted that the iab used for this patient was a iab-05840-lws, s/n (B)(4).